Event description:
It was reported that the customer received a sensor error. The customer's blood glucose level was 134 mg/dl. She also experienced blood glucose levels as high as 500 mg/dl and as low as 40 mg/dl. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.